Event description:
During induction of spinal anesthesia for varicose surgery, a spinal needle reportedly "touched" a lumbar vertebra and broke. Upon recommendation of a neurosurgeon, no attempt was made to remove the distal fragment of the needle from the pt.